Event description:
On august 18, 2010, a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement, due to non-osseointegration and trauma. This is the first of three reports.